Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 2 days after the sensor had been inserted in the arm. According to the patient, on (B)(6) 2025, the patient came home from work with her neighbor. In the bedroom she noticed that the cgm reading was 70 mg/dl, so she started drinking a tropicana orange juice. She wasn't able to finish it as she lost consciousness. Before she passed out, she didn't experience any symptoms as she has asymptomatic diabetes or brittle diabetic so she doesn't experience any symptoms. Her neighbor took her to the emergency room, there they took a bg reading which was 20 mg/l. The patient was treated with intravenous glucose. After medication, they took another bg reading which was 120 mg/dl and the cgm reading was 150 mg/dl. The patient was discharged after 3 hours. After the patient was feeling stable and fine, her neighbor took her home and she took a rest. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.